Event description:
It was reported that following an in-clinic check, errant flags were noted on the device with incorrect elective replacement indicator (eri) measurements. The device had 3 months of longevity remaining at the time of the device check. The device was explanted and replaced. There were no adverse health consequences to the patient.